Manufacturer narrative:
UDI number: na.

Event description:
The recipient reportedly experienced no lock between the external equipment and the cochlear implant. External equipment was exchanged and programming adjustments were made, however, this did not resolve the issue. Device testing could not be performed due to loss of lock. The recipient's device was explanted and the recipient was reimplanted with another advanced bionics cochlear implant.

Manufacturer narrative:
.

Manufacturer narrative:
The external visual inspection revealed a broken antenna coil and dents on the bottom cover of the device. The photographic imaging inspection confirmed a broken antenna coil. System lock could not be obtained at any spacing. The no lock condition prevented some of the electrical tests from being performed. The device passed some of the electrical tests from being performed. The device passed the mechanical tests performed. The scanning electron microscopy analysis revealed cracked conductive epoxy at some feedthru pin connections. The impedance measurement across these connections revealed an increased impedance. This device had broken antenna coil wires. A corrective action has been implemented. In addition, the device was received with cracked conductive epoxy joints and a dented bottom cover. This issue is under investigation as part of the corrective and preventive action system in order to determine the root cause and implement the appropriate actions. This is the final report.